Event description:
It was reported by service report that the brake would pop out at the slightest movement of the stretcher. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Brake cam.